Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was visually examined and also determined to meet dimensional specifications where measured. The screw was returned fixated to the trauma plate and inseparable from it. Portions of the etch identification exhibit severe corrosion and cracks around the hex feature in the screw head. The threads do not exhibit any significant damage. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no other complaints of any nature for this part/lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The reported event was unable to be confirmed and the device could not be evaluated the part number / lot number of the device involved in the incident is unknown. No product was returned for review. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review could not be conducted as no part or lot information was provided. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant products - zimmer periarticular distal lateral fibular locking plate catalog #: 00235701806 lot #: 63034154. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-02227).

Event description:
It is reported that during a planned trauma removal procedure, a trauma screw stripped upon removal. The screw was removed easily and the surgery was able to be completed successfully with no further complications. Attempts have been made and additional information on the reported event is unavailable.